Event description:
According to the information received, during a bipolar photovaporization of the prostate: black smoke and flame on the connection of the bipolar cable and the resectoscope occurred. No negative effects on the patient were reported. But the surgeon suffered burns.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The product was returned on november 19, 2024. The investigation of the product was completed on 2024-nov-22. The investigation of the returned product confirmed the initial results of the investigation mentioned above. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
As the device in question was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. The investigation was completed on 2024-09-19. The device product history records (DHR) have been checked for the available lot number and found to be according to the specification, valid at the time of production. Based on the information available, the description of the failure and similar complaints, the problem was most likely caused not by the work element, but by the corresponding cable attached to the handle. Most likely, residual moisture in the cable caused a short circuit, resulting in flames and smoke. The event is filed under internal karl storz complaint ID: (B)(4).